Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure the distal flange of the stent was successfully deployed inside the pseudocyst. The delivery system was retracted and the proximal flange was deployed. It was reported that the physician saw the stent deploy successfully on eus. The physician then withdrew the delivery system, and the stent was pulled into the working channel of the scope. Reportedly, the inner shaft of the delivery system detached and remained in the working channel of the scope with the stent. The procedure could not be completed because the axios stent and detached inner shaft were blocking the working channel of the scope, and the physician did not have another eus scope available. The stent and inner shaft were later pushed out of the scope, confirming that nothing was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2018. According to the complainant, during the procedure the distal flange of the stent was successfully deployed inside the pseudocyst. The delivery system was retracted and the proximal flange was deployed. It was reported that the physician saw the stent deploy successfully on eus. The physician then withdrew the delivery system, and the stent was pulled into the working channel of the scope. Reportedly, the inner shaft of the delivery system detached and remained in the working channel of the scope with the stent. The procedure could not be completed because the axios stent and detached inner shaft were blocking the working channel of the scope, and the physician did not have another eus scope available. The stent and inner shaft were later pushed out of the scope, confirming that nothing was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
Investigation results: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was not returned. The stent deployment hub was almost fully deployed to step #4. The catheter hub was in its original position, and the catheter lock was unlocked. The yellow safety clip was not returned. The visual examination also noted that the nose cone and polyimide inner were detached and not returned. No damage was noted to the outer sheath or the handle of the delivery system. A functional evaluation was performed, and the catheter hub was able to advance and retract without resistance. The stent deployment hub was also able to be moved with no resistance. The observed damage to the returned device is consistent with excessive force being applied to the device. A severe manipulation, as well as interaction between the outer sheath and the elevator, may have generated the inner shaft detachment reported. However, it is unknown what was the position of the elevator while introducing the hot axios delivery system into the scope. The noted damages indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.